Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: a review of the black box showed a power on reset event occurred, the pump was powered up and deliveries were resumed. The last bolus delivery was a 3 unit ezcarb normal bolus. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The allegation of an inaccurate delivery issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.